Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an abdominal incisional hernia. A bard/davol composix l/p mesh, reference number 0134680, lot number hutc0441 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective bard/davol composix l/p mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 8 months post implant of composix l/p mesh, patient was diagnosed with adhesions, bowel obstruction, necrosis and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an abdominal incisional hernia. A bard/davol composix l/p mesh, reference number 0134680, lot number hutc0441 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective bard/davol composix l/p mesh. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with large incarcerated right lower quadrant abdomen recurrent incisional hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh. Per operative notes, "multiple adhesions were encountered and dissected. A large incisional hernia was noticed involving the right lower quadrant of the abdomen. The composix l/p mesh was introduced into the abdomen and pulled up against the abdominal wall.¿ (B)(6) 2014- patient was diagnosed with abdominal pain, partial small bowel obstruction and possible radiation enteritis thereby underwent repair. Per operative notes, ¿the extensive lysis of adhesions was performed to free up the bowel, bowel was attached from ptfe mesh and then in the pelvis. The bowel was detached from the pelvic wall with sharp dissection during which a partial defect occurred. The fibrotic area and ileocolic were resected.¿ 14-jan-2015 to 13-sep-2016 - patient had multiple hospital visits for postoperative ileocolectomy and was diagnosed with small bowel obstruction. Attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, hernia recurrence, pain and others include pain management required post removal and resection.